Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) experienced comm loss with 3 tele devices. Multiple attempts were made to obtain model information for the involved transmitters, but not was provided. The customer later reported that the issue was resolved and that it was most likely due to construction going on in a nearby elevator around that time span. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to bedside or org receiver being disconnected from the network. The customer reported that the issue of communication loss stopped occurring after construction nearby was concluded. Complaint history review of pu-681ra serial number (B)(6) reveal no additional complaints reporting of communication loss. This is likely an isolated incident related to environmental factors. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) experienced comm loss with 3 tele devices. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) experienced communication loss with 3 tele devices. Multiple attempts were made to obtain model information for the involved transmitters, but not was provided. The customer later reported that the issue was resolved, and that it was most likely due to construction going on in a nearby elevator around that time span. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) experienced communication loss with 3 tele devices. No patient harm was reported.